Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated "as a direct and proximate result of defendants' wrongful conduct plaintiffs have sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages for which they are entitled to compensatory and equitable damages and declaratory relief in an amount to be proven at trial. It was alleged further by an attorney that the patient "experienced many electric shocks." The doctor informed the patient that the defibrillator was defective. This caused the patient anxiety and worries. The patient died from a heart attack. There were further allegations from an attorney that indicated the patient is deceased and "death associated with explant."